Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned not deployed. The device download indicates a drive stall occurred at the beginning of the device run. The first prime completed at pulse 44 and the device was deactivated at pulse 54. The device was reset, connected to a master pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The exact cause of the drive stall could not be determined.